Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('some cramping') in a 43-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingectomy. Concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), loss of consciousness ("random blackouts"), loss of personal independence in daily activities ("unable to be alone with her kids - has had to stop driving - losing her independence"), abdominal pain ("severe abdominal pain"), rash macular ("rashes - rash on both of her feet with lots of red spots"), amnesia ("memory loss - hard time remembering things"), polymenorrhoea ("frequent and unbearable periods"), feeling abnormal ("I felt like I was crazy"), mental impairment ("mental fog"), vertigo ("severe vertigo"), tinnitus ("loud ringing in my ears"), pain ("it is really painful"), contusion ("bruise on my right leg on the inner calf. It is bruised in color, as hard as a rock and the skin over it looks "pitted" like a peach pit") and bladder disorder ("bladder issues"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower, loss of consciousness, loss of personal independence in daily activities, abdominal pain, rash macular, amnesia, polymenorrhoea, feeling abnormal, mental impairment, vertigo, tinnitus, pain and contusion outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, bladder disorder, contusion, feeling abnormal, loss of consciousness, loss of personal independence in daily activities, mental impairment, pain, polymenorrhoea, rash macular, tinnitus and vertigo to be related to essure (ess205). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain lower ('some cramping') in a (B)(6) female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included salpingectomy. Concurrent conditions included nickel sensitivity. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria medically significant and intervention required), loss of consciousness ("random blackouts"), loss of personal independence in daily activities ("unable to be alone with her kids - has had to stop driving, losing her independence"), abdominal pain ("severe abdominal pain"), rash macular ("rashes, rash on both of her feet with lots of red spots"), amnesia ("memory loss, hard time remembering things"), polymenorrhoea ("frequent and unbearable periods"), feeling abnormal ("I felt like I was crazy"), mental impairment ("mental fog"), vertigo ("severe vertigo"), tinnitus ("loud ringing in my ears"), pain ("it is really painful"), contusion ("bruise on my right leg on the inner calf. It is bruised in color, as hard as a rock and the skin over it looks "pitted" like a peach pit") and bladder disorder ("bladder issues"). The patient was treated with surgery (hysterectomy). Essure (ess205) treatment was not changed. At the time of the report, the abdominal pain lower, loss of consciousness, loss of personal independence in daily activities, abdominal pain, rash macular, amnesia, polymenorrhoea, feeling abnormal, mental impairment, vertigo, tinnitus, pain and contusion outcome was unknown and the bladder disorder had not resolved. The reporter considered abdominal pain, abdominal pain lower, amnesia, bladder disorder, contusion, feeling abnormal, loss of consciousness, loss of personal independence in daily activities, mental impairment, pain, polymenorrhoea, rash macular, tinnitus and vertigo to be related to essure (ess205). Concerning the injuries reported in this case, the following ones were reported via social media: it is really painful. Bruise on my right leg on the inner calf. It is bruised in color, as hard as a rock and the skin over it looks "pitted" like a peach pit and bladder issues. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: this case was upgraded to incident. Event added- bladder disorder. Event pt was updated from abdominal pain to abdominal pain lower and hysterectomy was the treatment for abdominal pain lower. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.